Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD). Review of a stored atrial tachy response (atr) episode revealed farfield signal oversensing. This ICD remains in service. No adverse patient effects were reported.